Event description:
A medtronic representative reported an stealth inav portable system with intermittent tracking outside of surgery. It was noted that the axiem box nav light was flickering on/off. Further testing, the medtronic representative could manipulate the cables resulting in a steady signal. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Axiem portable emitter was sent to the manufacturer for system configuration; repaired and returned (B)(4) 2013.

Manufacturer narrative:
The medtronic rep ordered a new computer and went to the site to do the replacement. When he was there he saw that the exam list was empty in cranial but he could load data on the system without issue and did not see any system slowness. Therefore, he decided not to replace the computer. The new computer was returned unused. A month later, during onsite testing of the system the software behaved extremely slow when attempting to load a dataset. The rep decided to order another computer for replacement. When he installed this computer it would not boot up. The rep ordered a third computer and this one worked properly when installed. Issue on site resolved with computer replacement. Software investigation completed. Software log files were analyzed, but the root cause of the event could not be determined with the information contained in the logs.